Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the abutment screw (iuniht) fractured inside of the implant. The fractured piece could not be removed and the implant had to be removed. Tooth location 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified that the implant is badly damaged from removal, and the collar is crushed inward. The internal drive feature is confirmed to contain the reported screw (iuniht), which was too badly damaged to be removed. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.